Manufacturer narrative:
The investigation into the removal issues has been completed since the original report was submitted. The device was not returned for investigation. Based on the clinical details, the most likely cause of the removal issues was use related. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer as it was discarded and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 60-year-old female patient presenting for acute myocardial infarction and cardiogenic shock was implanted with an impella cp pump for mechanical circulatory support. It was documented that upon escalation from the impella cp pump to an impella 5.5, the surgeon identified that the entry point of the impella cp was high, and felt uncomfortable removing it and repairing arteriotomy. Therefore, the surgeon consulted vascular. Vascular came in, was able to get to the point of insertion of the impella, removed the impella cp, and repaired the arteriotomy. Jackson pratt drain (jp) drain was placed prior to closure.